Event description:
It was reported that during a colon procedure the staples were malformed. The case was completed by additional suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.